Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, a perforation of the pericardial space was noted while going transeptal and trying to access the left atrium. The perforation of the pericardial space was confirmed by fluoroscopy and ultrasound. There was no treatment administered to the patient, as the patient was reported not to be hemodynamically compromised. The patient was reported to be stable and in recovery. Upon request, the bwi field representative provided additional information on the event. This event occurred prior to the insertion of any catheters. The left atrium was never accessed and no ablation was performed. The patients updated health status is unknown.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15705147 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15705147. Product investigation will not be performed since the catheter was not returned for analysis. Bwi's original external manufacturer (OEM) for this product is: (B)(4). Concomitant products: carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Smart touch bidirectional: model #: d-1327-05-si, lot #: 15649469m. It was stated that the catheter will not be returned. Regarding the biosense webster systems, the customer was contacted by bwi field representative. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).